Event description:
C-pap overheated due to inability to connect to internet. (The communications electronics got very hot- not the built-in heat for tray). This heat transferred to the air I was breathing. I woke up in a state of heat exhaustion, my throat dry and feeling sandy, I had trouble swallowing water, vomited several times, and frankly thought I was going to die.